Manufacturer narrative:
(B)(4). Expiration date: unknown as lot # is unknown. Catalog #: igtcfs-65-jp-jug-tulip. Similar to device under 510(k) k090140. MFR date unknown as lot # is unknown. Summary of investigational findings: it was reported that the filter could not be retrieved after 8 months, as "filter leg(s) had adhered the ivc wall." Since the retrieval device was severely damaged during retrieval attempts, the same manipulation may have caused the damages to the adhered filter legs, when trying to collapse them. No evidence to suggest that this device was not manufactured according to specifications. Cook medical will continue to monitor for similar events.

Event description:
Description of event according to initial reporter: the filter retrieval set ((B)(4)) was used to retrieve the ivc filter ((B)(4)) which had been placed eight months before since dvt was completely cured. The retrieval device was inserted from the right internal carotid artery with following the instruction. The wire loop captured the filter hook and the filter was collapsed into the sheath. However, since the filter leg(s) had adhered the ivc wall, the filter could not be retrieved and also it lost its shape during an attempt of retrieval; the filter legs were deformed being closed, not expanded ((B)(4)). The physician decided to abandon the retrieval procedure and when he attempted to remove the loop system from the patient body, it was broken at the metal cannula approximately 15 cm from hand end. Then, catheter was cut and the loop system was removed with holding its exposed metal cannula ((B)(4)). The physician decided to take a wait-and-see approach. Patient outcome: there has been no patient outcome reported.